Manufacturer narrative:
E1: event city: (B)(6). Event country: colombia. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set tubing was leaking at quick release event on (B)(6) 2026. The infusion set had been in use for less than twenty four hours.